Manufacturer narrative:
Concomitant medical products: product ID 97745nt lot#/serial# (B)(6) product type product ID 97755 lot#/serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called stated they have the device to troubleshooting and they can use both hands now. Patient stated they are getting message system problem error and system problem rm05 over the weekend when recharging the ins. Patient stated they could not charge the ins over the weekend. Patient stated it takes a long time to find ins and long time to charge the ins. Patient services (ps) asked patient to inspect the controller for visible damage and patient said there is no damage inside the controller port or compartment or battery pack. Ps asked patient to inspect the rtm for damage and patient said there is no visible damage on the rtm but the cord wiggle a little bit when plug into the controller port. Ps assisted patient with resetting the controller, after resetting, controller power on and message is cleared. Controller recharging when plug into the outlet. A new recharger was requested. Pt called back and reported they received the replacement recharger but are still getting same error message system problem call mdt. Pt also mentioned seeing screen cannot find device and then system problem error message. Pt stated resetting controller did not fix issue. A new controller was requested.

Event description:
On june 16, 2023, rep reported that tech services helped pt trouble shoot the ¿software issue¿ with the controller which they said may have contributed. Checked recharge logs and nothing unusual in the logs however pt reported it took longer than the recharge interval. Pt called tech services and rep was not sure what happened during the conversation. Rep was unsure if the issue was resolved.

Manufacturer narrative:
B5: added information that was inadvertently reported in regulator report # 3004209178-2023-11076 for this same patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported their implant was taking longer to charge and the issue began since the 'software issue' problem. Patient would get a 'software issue' (agent understood this as software problem message) that was cleared after they reset the battery. Patient also noted it would turn off by itself (agent understood this as the controller). Patient noted they charged from 11:30 to 1 and the implant increased to 30%. Patient saw their representative to troubleshoot and the representative noted that their device did not show that the implant was charging for the time that they were charging (agent understood this as from 11:30 to 1). Patient will call back once they had the rest of the equipment for further troubleshooting. Patient was also in the hospital and had surgery yesterday which was not related to the device/therapy. On 2023-jun-16 the rep reported the serial number of the controller. Rep was not aware of any software message. The cause of implant taking longer to charge and software message is unknown. The rep had instructed the patient to call patient services to see if they needed a new charger or controller. Unclear is issue has been resolved. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.